Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he had a sensor that separated from the needle. The customer reported that he runs and sweats, and the sensor just came apart. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unable to confirm insertion anomaly due to the customer did not return the insertion needle, only the sensor.